Event description:
Healthcare professional reported injecting a patient in the lips with one syringe of juvéderm volbella® xc and in the marionette lines, nasolabial folds, and around the mouth with one syringe of juvéderm vollure¿ xc. Approximately 3 months later, the patient ¿experienced inflammatory nodules that were warm and painful in the lips.¿ no complaint was made against the juvéderm vollure¿ xc. Patient was treated with doxycycline. The event is ongoing but noted it's "a little bit better."

Manufacturer narrative:
Concomitant therapies: oxybutynin, adderall, gabapentin, naltrexone, venlafaxine. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.